Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Images were provided and confirmed the instrument ID and showed a broken cable at the distal end of the instrument. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a break in the prograsp forceps cable was detected at the end of the instrument. At the time the cable breakage, the surgeon requested the immediate replacement of the clamp to continue the surgical procedure. The procedure was completed with no reported injury.